Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device headphone socket on the side is also damaged with half of it missing. The issue found during bench repair, therefore no patient or user harm.